Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text : device not returned

Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level of 1000 mg/dl, a "heart attack", and "kidney damage"; cause was not clear. Reportedly, customer was found by family member "unresponsive in [their] bed" with the pump disconnected and "on the opposite side of the room". Customer does not recall why or how long the pump had been disconnected. Customer went to the emergency room with ketones (amount was not known) and was subsequently admitted to the intensive care unit. Customer was treated with intravenous fluids of saline, insulin, and electrolytes and was discharged 10 days later with the issue resolved and no permanent damage. The customer continued to use the pump for insulin therapy.